Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: lightheaded. Meter and test strips were returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error messages (e-0 and e-5). The test strip lot manufacturer¿s expiration date is 11/30/2022 and open vial date was not disclosed. The product is not stored according to specification (kitchen). The customer did not have another vial of test strips that had been stored and handled correctly. At the time of the call the customer reported feeling lightheaded; medical attention was not needed at the time.